Event description:
During an attempt to recross a stent that had been implanted during the procedure, the guide wire tip became trapped in the stent and a piece of the guide wire tip was left in the pt. Further evaluation of the angiogram noted what appeared to be a break in the radiopacity near the distal end. The user also reported the tip's coverage appeared to be cracked and the coil was stretched to the point of breakage. Pt was sent home with no complications. A slide rather than the sample was returned for evaluation.